Event description:
Litigation papers allege: friction and wear between the cobalt-chromium metal head and cobalt chromium metal liner has caused large amounts of toxic cobalt chomrium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. As a result, patient has been experiencing severe pain and discomfort and inflammation in her right leg; popping and clicking sound in her right hip, sensation that the pinnacle device is unstable and will give out on him, inability to walk moderate or long distances, inability to sleep on her right side without severe pain, inability to sit for moderate to long periods of time, metallosis, cobalt chromium metal toxicity, infection loss of consortium and other complications.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI(B)(4).

Event description:
In addition to what was previously alleged, ppf alleges dislocation with closed reduction. Updated patient's initials, and noted the patient's residence. Added patient's date of birth and added the firm name. Added account name/revision hospital. Added stem 157002090 lot # w4sfn1001.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.